Event description:
The part of the catheter to be returned was found in the bandage. The other part could be seen on x-ray in the upper arm (v. Axillaris). The patient had trained in the gym using expanders for the arms.